Event description:
The customer contacted baxter's service center regarding a check heater line alarm which occurred on the homechoice (hc) during fill. The home patient (hp) stated that when the hc alarmed check heater line she had disconnected the heater bag from the setup to see if the heater bag would drain, and then reconnected the same heater bag to the setup. The technical service representative (tsr) informed the hp that she should never disconnect and then reconnect a solution bag to the setup. The tsr had the hp end therapy and start over with all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse on (B)(6) 2012. She stated that the patient had not contacted her about this event. She stated that she would follow-up with the patient to review proper aseptic technique. The patient was doing well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product, where the home patient stated she had disconnected the heater bag from the setup to see if the heater bag would drain, and then reconnected the same heater bag to the setup. This complaint is confirmed because reconnecting disconnected solution bags is a use error that can cause contamination. The cause is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.